Manufacturer narrative:
Product is not available for evaluation. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
An implant mandibular reconstruction plate was discovered broken during an x-ray exam.